Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable probnp g2 stat elecsys results from the cobas 6000 e601 module. The initial testing was performed on an aliquot of the sample. The repeat testing was performed using the primary sample tube and another cobas e601 module at the customer site. Sample 1 initial result was 386 ng/l and the repeat result was 1749 ng/l. Sample 2 initial result was 375 ng/l and the repeat result was 2127 ng/l. Sample 3 initial result was 1696 ng/l and the repeat result was 5247 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The field service engineer found a valve was not closing for the sipper nozzle. He replaced the valve and parts of the sipper assembly. He ran measuring cell preparations, calibration, and qc. The investigation is ongoing.